Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call, the customer has been having issues with the sensors. As the insulin pump would suspend and her blood glucose was 398 mg/dl. Customer attempted to calibrate the sensor and it wouldn't allow her. Customer's spouse then stated the customer's blood glucose was 506 mg/dl or 503 mg/dl, treated with the device. Troubleshooting was performed on the insulin pump and it was noted the reservoir had air bubbles. Manual prime was performed until all the air bubbles were removed. Customer's blood glucose was checked again and it was 451 mg/dl. No leaks were noted on the reservoir or infusion set. Customer's spouse did not have a tubing clamp so customer was unable to perform high pressure test. The customer's spouse was advised to change the reservoir, infusion set, insulin, and to call back when they received the tubing clamp to perform the high pressure test. The insulin pump is not returning for analysis.